Event description:
Customer reported via phone, his spouse called the paramedics in the morning due to low blood glucose. Customer's blood glucose was 40 mg/dl and by the time paramedics arrived his blood glucose was 86 mg/dl, current was 230 mg/dl. Customer called back after a message was left and stated the low blood glucose was treated with juice and food. Customer is not returning the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.